Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced syncope. Upon interrogation, the pulse generator exhibited oversensing. The device was reprogrammed. The patient's condition was stable post event.